Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. The customer stated that the issue would be resolved when the wake button was pressed to turn the screen off and then on again. The customer's blood glucose level was not impacted. Customer confirmed that an alternate method of insulin delivery was available.